Event description:
It was reported that the patient presented to the clinic after fainting. The right ventricular lead exhibited a loss of capture and high thresholds. On (B)(6) 2014 the lead was capped and replaced.